Manufacturer narrative:
Additional information is being requested from the field and this investigation will be updated should further information be provided. The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced after nine months of being implanted, due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Further analysis of the helix mechanism was not performed due to dried blood and body fluid in the tip area.

Event description:
It was noted that the right ventricular (rv) lead was explanted and replaced after nine months of being implanted, due to a dislodgement. No additional adverse patient effects were reported.